Event description:
Surgery [surgery]. Throbbing pain [knee pain]. Knee drained [effusion (l) knee]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 06-apr-2018 from pharmacist via health authority. This case involves a female patient (age: not specified) who received treatment with synvisc and after 2 days experienced throbbing pain, after few days had knee drained and surgery after unknown latency. The patient past drugs, medical history, concomitant medications and concurrent conditions were not reported. On an unknown date in 2018 (tuesday), the patient received intraarticular injection of synvisc (dose, frequency: not reported) for osteoarthritis of her left knee. On an unknown date in 2018 (friday), 2 days later patient developed throbbing pain. Patient went to ER and was given antibiotics. On an unknown date in 2018 (tuesday), few days later, patient went back to doctor and had her knee drained. On an unknown date, patient was sent for EKG and other tests. On an unknown date in 2018 (thursday), after unknown latency, patient was admitted for surgery. Patient came home with pic line and was in pain. Action taken: unknown. Corrective treatment: antibiotics for throbbing pain and had knee drained; drainage for had knee drained; not reported for surgery. Outcome: not-recovered for throbbing pain; unknown for had knee drained. Seriousness: required intervention for surgery. A product technical complaint was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 6-apr-2018: the causal role of the suspect product cannot be denied in occurrence of the events have as the events occurred few days after the date of product administration, hence a significant temporal relationship can be established. However, due to lack of information regarding underlying cause of surgery, medical history, concomitant medications, investigation details and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 06-apr-2018 from pharmacist via health authority. This case involves a female patient (age: not specified) who received treatment with synvisc and after 2 days experienced throbbing pain, after few days had had knee drained and surgery after unknown latency. The patient past drugs, medical history, concomitant "medications" and concurrent conditions were not reported. On an unknown date in 2018 (tuesday), the patient received "intraarticular" injection of synvisc (dose, frequency: not reported) for osteoarthritis of her left knee. On an unknown date in 2018 (friday), 2 days later patient developed throbbing pain. Patient went to ER and was given antibiotics. On an unknown date in 2018 ("tuesday"), few days later, patient went back to doctor and had her knee drained. On an unknown date, patient was sent for EKG and other tests. On an unknown date in 2018 (thursday), after unknown latency, patient was admitted for surgery. Patient came home with pic line and was in pain. Action taken: unknown. Corrective treatment: antibiotics for throbbing pain and had knee drained; drainage for had knee drained; not reported for surgery. Outcome: not-recovered for throbbing pain; unknown for had knee drained. Seriousness: required intervention for surgery. A product technical complaint was "initiated" and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 6-apr-2018: the causal role of the suspect product cannot be denied in occurrence of the events have as the events occurred few days after the date of product administration, hence a significant temporal relationship can be established. However, due to lack of information regarding underlying cause of surgery, medical history, concomitant medications, investigation details and past drugs complete medical assessment of the case is difficult.